Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). Results: a sample was not returned for evaluation. A photo was sent that showed the reported defect. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had blood leaking from the back of the adapter once the first tube had been filled then removed. There was no medical intervention or injury reported.